Manufacturer narrative:
(B)(4). Physio-control examined the customer's device and verified the reported issue. Physio then replaced both the system controller (sc) pcb and the user interface (ui) pcb assemblies. After observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device has a white display upon power on. A white display is indicative of a device lockup condition which may prevent defibrillation, if it were necessary. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control examined the removed user interface (ui) pcb assembly and determined that the cause of the reported issue was an integrated circuit (ic) chip, designator u2. The removed system controller (sc) pcb assembly was an ancillary part and there was no failure of this assembly.